Manufacturer narrative:
Upon visual inspection, the returned screw appeared damaged. Discoloration was noted along internal and external surfaces of the screw. Also, hex appeared severely stripped/damaged the complaint is confirmed for damaged and/or stripped drive feature. The reported loosening could not be verified as the exact conditions of use are unknown and the event could not be recreated. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined.

Event description:
It was reported that abutment gold screw iunihg lot # unknown kept loosening and needed to be replaced.